Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the ventilator failed to power on without ac power. The device's power management board was replaced to address the issue.